Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a bolus via the pump to address their bg level. The customer alleged that the pump did not deliver boluses. The customer is unsure what day the reported issue occurred; therefore the logs could not be reviewed and the allegation could not be confirmed.